Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The homecare pt was receiving fluorouracil at a rate of 0.5 ml/hr for a duration of 7 days. At 0900, the delivery was started and the pt was discharged home. At 1500, the pt returned to the unit and the fluorouracil container was reported to be almost empty. At this time, the pt reported their clothes and the bedspread were wet. The customer contact reported that "first aid measures were applied" and the pt was instructed to wash their clothing and bedspread. The therapy was discontinued for the day. The physician was notified. The customer reported that upon visual inspection of the tubing, the tubing had separated from the spike on the piercing pin. In 2007 at 1200, the pt returned to the unit and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.